Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the solenoid valve assembly, and upgraded the software to the latest revision. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during testing, a ventilator's compressor became inoperative. There was no patient involvement.